Event description:
The customer stated she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 423 mg/dl. The customer stated that prior to the event she received numerous no delivery alarms on the insulin pump, and that she changed the infusion set ten times in two days. Troubleshooting was performed and the insulin pump alarmed no delivery during the prime test. The customer was advised to revert to a backup plan of manual injections until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.